Manufacturer narrative:
The investigation for the reported "aic - purge issue" and "aic - kbd/rotary knob issues" has been completed. The cause of the loss of rpb functionality was due to a malfunctioning 4-in-1. The exact root cause of the malfunctioning 4-in-1 is undetermined. The cause of the repeated communication errors was likely due to malfunctioning pud board. The exact root cause of the malfunctioning pud board is undetermined. This report is being filed as part of a retrospective review of historical records.

Event description:
While investigating the failure of an automated impella controller (aic), aic-purge issue and knob issues were noted. There was no patient impact since no patient was involved.